Event description:
Additional information:it was reported that the lvad was not explanted and therefore will not be returned for evaluation.

Manufacturer narrative:
The pump was not returned. A correlation between the device and the reported event of sepsis and infection could not be conclusively determined. The instructions for use lists sepsis and infection as possible adverse events that may be associated with the use of the heartmate ii left ventricular assist system.a review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired due to overwhelming sepsis. The patient had positive cultures for pseudomonas.

Manufacturer narrative:
The patient's sex was not reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.